Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery, the t2 implant could not be detached from the seating instrument. A backup device was available to complete the procedure successfully; delay and patient injuries were not reported.

Manufacturer narrative:
One fast-fix 360 curved expanded indication needle delivery system device returned. The complaint stated: ¿the t2 implant could not be detached from the seating instrument.¿ t1, t2 and suture were not returned. The delivery needle showed no obvious damage. The depth limiter was attached. The device cycled and actuated as expected. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.